Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the pulse generator would not display lead impedance information or battery longevity. The device was re-interrogated and still same issue occurred. Lead sensing and threshold were able to be performed. Device replacement was discussed. Patient was stable. No further information was provided.